Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery, and after the infusion set was changed, another no delivery alarm occurred 6 hours later. The customer stated that he changed the infusion set again after the second no delivery alarm. He then noted that he received another no delivery alarm on the day of the call. The blood glucose reading was 351 mg/dl. He stated that he rewound the insulin pump, placed the reservoir back in, and had to push the reservoir really hard to push insulin through. He reported another no delivery alarm thereafter. Troubleshooting for the issue was declined; the customer requested that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.